Event description:
Literature was reviewed regarding a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 29 mm e volut r valve for bicuspid aortic stenosis. Seven years later, the patient was admitted to the intensive care unit with symptoms of heart failure. Transesophageal echocardiography revealed severe aortic regurgitation due to evolut r leaflet perforation induced by untreated endocarditis, along with a pre-existing paravalvular leak (accompanied with hemodynamic instability) caused by the calcified raphe of the patient¿s type 1 bicuspid aortic valve. The authors wrote, ¿given the patient¿s deteriorating clinical status despite inotropic support, and after three negative blood cultures and five weeks of antibiotic treatment, the heart team decided to proceed with transcatheter treatment.¿ subsequently, the patient underwent a combined procedure involving transcatheter closure of the paravalvular leak (placement of an amplatzer vascular plug) and redo-tavr (valve-in-valve replacement with a sapien 3 valve). The authors concluded that the interventional procedure was successful.

Manufacturer narrative:
Citation: lin, h, liu, c, lee, y. Et al. Tctap c-212 redo-tavr in a patient with bicuspid aortic valve stenosis and infective endocarditis. Jacc. 2025 apr, 85 (15_supplement) s446¿s447. Https://doi.org/10.1016/j.jacc.2025.03.379 earliest date of publication used for date of event: april 01, 2025 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.